Manufacturer narrative:
The timeliness of this submission is artifact of an old complaint handling process and is now being submitted.

Event description:
It was reported that following an ablation procedure, the patient experienced trouble with proprioception and ambulation, which ultimately required rehabilitation. The patient was prescribed steroids, and physical/occupational therapy. It was also noted that the patient fell as an inpatient but no injury occurred. The event was considered resolved.